Event description:
Information was received indicating that the level 1 hotline accessory leaked medical fluid. There were no adverse events reported.

Manufacturer narrative:
Device evaluation: the returned unit was visually inspected at 12 to 16 inches under normal conditions of illumination. Visual inspection confirmed the reported product problem. Leak testing found a leak in the valve disc. The product problem was attributed to a manufacturing issue. This was established as the root cause.